Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd IV set an126 w/o pump t-type experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: foreign material.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/9/2021. H.6. Investigation: a device history review was conducted for lot number 2109023. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was provided by the facility for evaluation. Bd investigators noted that the presence of a foreign body in the chamber of the device. The issue has been confirmed. Compositional testing of the foreign body was able to identify the material as polyester, which is the primary component of the syringe body. Based on these results our engineers have determined that the root cause for this event is related to the injection molding process. An abnormality in the process likely lead to a small portion of the raw material becoming overheated and forming the observed foreign body.

Event description:
It was reported that the bd IV set an126 w/o pump t-type experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: foreign material.